Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. A 6f procedural sheath was used to obtain access into the common femoral artery (cfa). There was no report of pre-procedural femoral angiogram to assess the suitability of closure. Post procedure, the physician who is a trained user of the mynx, chose the device to close the femoral artery. There was no information provided in regards to the steps taken in the deployment of the device. It was reported that the balloon "popped" upon retraction against the arteriotomy. The device was removed and the physician converted the patient to manual compression. Hemostasis was successfully achieved. The patient was ambulated and discharged to home without clinical sequela reported. No further information was provided.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined.a review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.